Event description:
The device was placed in 2001. Four to five days post placement, the bandage was pulled back from the site and the t-fastener sutures were laying on the abdomen without the t-bar attached. Three to four inches of the suture distal to the crimp was still attached but ouside the body. On the 7th day after initial placement a second placement was done due to the first tube being displaced. Pt became spetic, was transferred to ICU, put on antibiotics, and a ventilator was started. One week later the g-tube was removed due to the abdominal wall being infected and a j-tube was placed. Pt is recovering in ICU. Reporter stated this type of incident occurred on 4 pts in the past month. But no injury was involved. Reporter also stated the t-fastener sutures have been broken upon opening the kit, but provided no other details.